Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding. Concurrent conditions included genital bleeding, amenorrhea and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and gastrointestinal injury ("small bowel injury was found and repaired") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, autoimmune disorder, pelvic pain, pregnancy with contraceptive device, dyspareunia, dysmenorrhoea, migraine and gastrointestinal injury outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, gastrointestinal injury, genital haemorrhage, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysmenorrhea, dyspareunia, pelvic pain, bowel injury . Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vaginal bleeding. Concurrent conditions included genital bleeding, amenorrhea and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("dyspareunia"), autoimmune disorder ("autoimmune-like symptoms"), dysmenorrhoea ("dysmenorrhea"), migraine ("migraines") and gastrointestinal injury ("small bowel injury was found and repaired") and was found to have a pregnancy with contraceptive device ("post-implant pregnancy"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, pregnancy with contraceptive device, dyspareunia, autoimmune disorder, dysmenorrhoea, migraine and gastrointestinal injury outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered autoimmune disorder, dysmenorrhoea, dyspareunia, gastrointestinal injury, genital haemorrhage, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient's medical records : dysmenorrhea, dyspareunia, pelvic pain, bowel injury based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.